Manufacturer narrative:
(B)(4). The customer reported that sometimes the battery doesn't make a good connection. There was no report of patient involvement. The device was evaluated. The symptom was clarified as the battery won't charge. The battery pca was replaced to resolve the issue.

Event description:
The customer reported that sometimes the battery doesn't make a good connection. There was no report of patient involvement.